Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was initially reported that system diagnostics resulted in high lead impedance. The patient did not have any trauma and no reported increase in seizure activity. Patient has never perceived stimulation. The patient had surgery to replace device, which was returned to the manufacturer for analysis, which has yet to be performed. Good faith attempts to obtain additional information have been unsuccessful to date.